Event description:
It was reported that an inappropriate on-sustained lead noise episode was recorded. It was observed that due to competitive ventricular pacing and the difference in sensing between the near field and the far field channel, non-sustained lead noise episode was recorded. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.